Event description:
The customer reported to customer service as follows: "I am not sure what I am doing wrong, but this is the second [breast] pump I've used (the first was a hand me down and wore out) and no matter which one, it takes me 45 min-1 hour to pump my breasts out. I cannot seem to do anything to make it go faster. My baby and I have both been fighting thrush, but even before that it's taken that long. The baby was a preemie and has had swallowing issue, which seemed to be worse when nursing, so I have been pumping exclusively. He is now (B)(6). Please help me with any suggestions, pumping takes up so much of my day and it is really getting old. Of course, I sit down, relaxed, think of the baby, think of milk flowing, use the let down button, nothing seems to help. Thanks in advance."

Manufacturer narrative:
Customer service completed troubleshooting with the customer over the phone and provided her with tips on breast shield sizing. They also recommended that she speak with her doctor or a lactation consultant. In follow up with the customer, she indicated that she initially pumped with hospital grade pumps (as her baby is a preemie with swallowing issues and had been hospitalized for a lengthy period after birth). After his hospital stay, she switched to a used pump in style (she was the 4th user of the pump) and it just stopped working. She then purchased a new pump in style. She has twice been treated with anti-fungal medication because she had thrush. She finds that it takes 45-60 minutes each time to empty her breasts. She has tried different remedies to help reduce this time. Additionally, she finds pumping uncomfortable. Clinical services provided the customer with advice on breast shield sizing for comfortable fit and tips for efficient pumping. The customer found some improvement in her comfort and was spending less time at each pumping session after following tips from clinician. It cannot be definitively concluded that any of the pumps this customer used caused or contributed to the thrush. In multiple areas on both the packaging and in the instructions for use, medela makes reference to the fact that the pump is a single user product and use by more than one person may present a health risk (pages 3, 4, & 5). We will monitor complaints for similar issues.